Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited intermittent t-wave oversensing (twos). The physician noted that the patient paces less than 0.1% of the time and decided no to reprogram at this time. The lead remains in use. No patient complications have been reported as a result of this event.